Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2201-45dc, serial/lot: (B)(4), description: lead kit 45cm.

Event description:
A report was received that the patient's leads were explanted due to the leads being to medial. The placement of the leads was confirmed via CT scan. It was reported that the leads did not migrate but were originally placed in the incorrect location during the initial implant. The patient was stable following the procedure.

Manufacturer narrative:
Additional information was received that due to the leads being medial the patient had tremor control with slight dysarthria at high amplitude.

Event description:
A report was received that the patient's leads were explanted due to the leads being to medial. The placement of the leads was confirmed via CT scan. It was reported that the leads did not migrate but were originally placed in the incorrect location during the initial implant. The patient was stable following the procedure.